Manufacturer narrative:
Section e3: occupation is patient/consumer. The customer's softclix device was requested for investigation. The lancets were requested for investigation, however, there are no lancets remaining to return. Replacement product was sent.

Event description:
There was an allegation of an accidental needle stick from a coaguchek softclix lancet device. The patient reported that they had issues adjusting the depth setting of the lancet and that there had been an incident where they had accidentally stuck their finger on an exposed lancet needle protruding from the cap. The patient stated that they did not receive any medical treatment as a result.

Manufacturer narrative:
The lancet device was received for investigation. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device could be primed and released without any problems and works in accordance with specifications. The lancing device was disassembled for investigation but no abnormalities could be observed which could verify the customer allegation. The investigation did not identify a product problem. The root cause of the event could not be determined.